Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the ins stopped working resulting in an extreme return of spinal pain. The patient mentioned their t8 and t9 are crushed. No further complications were reported.